Event description:
Patient reported left side "signs of intracapsular rupture of the left silicone implant with small leakage of extracapsular silicone, without implant collapse" and "presence of a lymph node (9x5 mm) without configuring adenomegaly, in the left internal mammary chain." Device has been explanted.

Manufacturer narrative:
Photo analysis: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is not related to the device. Additional observations: red particles were observed on the shell. Red encapsulation was observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Continued: h6- f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported left side "signs of intracapsular rupture of the left silicone implant with small leakage of extracapsular silicone, without implant collapse" and "presence of a lymph node (9x5 mm) without configuring adenomegaly, in the left internal mammary chain." Device has been explanted.